Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue had been resolved and that there was a less than hour surgical delay.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the navigation system was unplugged from the wall and moved to make space in the room and then it shut down. It was noted that the site repositioned the navigation system, re-organized their surgery, and that the navigation system shut down because the batteries did not run the system. There was no patient harm.